Event description:
During a proximal anastomosis of an aortic graft, the seal was deployed in a thin fragile aorta and the tether on the tension spring started tearing the aorta. The surgeon used an aortic clamp and removed the seal. The aorta was repaired. The anastomosis was completed and no additional pt complications were reported.